Manufacturer narrative:
Additional information indicated the patient involved in this event was unknown as well as an unknown device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that with the patient¿s previous system, they would press on the connection or have the patient in different positions and impedances would change because something was loose. No further complications were reported.